Event description:
Patient undergoing elective cosmetic procedure. During procedure, physician expressed that cautery machine did not seem to be functioning properly. Upon inspection it was noted that the mayo stand was on fire. Fire was immediately extinguished with no harm to patient. It was noted the endoscopic cautery cord that was being used during the procedure arced and then severed at its attachment to the esu machine.